Manufacturer narrative:
Approximate age of device - 4 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient had expired due to stroke.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.